Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2q3ya, implanted: (B)(6) 2023. Product type: lead. Product ID neu_un known_lead, lot# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The fall's effect on the implant was determined per patient, and they stated that the 2 other leads were shocking other parts, not their bladder. The cause of the sudden return of symptoms and poor communicator was determined to be because they had a seizure and fell, which affected the device. They went to the doctor on (B)(6) 2023 and then in november the doctor confirmed they would have it fixed by surgery.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they hadn't been able to connect to their settings for the last two days and they were getting a 'device not responding' message. The patient stated they thought it was just a little error so they restarted the thing (both external devices) and it still would immediately go to the same message. The patient stated suddenly today their symptoms returned (they felt like their bladder wasn't emptying correctly, where it felt like they had to go but when they went to go, nothing would come out.) The patient stated they weren't sure if their therapy was working or not. Patient services reviewed the meaning of the device not responding message with the patient and had the patient pair the handset and communicator and walked the patient through placing the communicator over the implant site on their hip/buttock area right against the skin and the patient immediately saw the 'device not responding' message again. The patient stated they were last able to connect to their settings about a month ago. The patient stated they could feel where the ins was under the skin because they were a thin person and they only weighed 155 pounds. Patient services had the patient move away from any potential electromagnetic interference, but they were still unsuccessful in connecting. The patient stated they would go "magnet fishing" so they didn't know if that could have caused anything. Patient services reviewed information about static magnets and emi with the patient and asked the patient if they'd experienced any falls or traumas that could have led to the issue and the patient stated they'd had a seizure a couple weeks ago where they fell. The patient stated they didn't seek medical attention at the time they just "went on with things," but stated after thinking about the fall that because of their thinness, the ins was "right there". The patient also stated they didn't ever feel the stimulation aside from when they would go over a bump when they were driving in their car and they could feel an electrical "zap" in their testicle area that hurt. Patient services reviewed that they shouldn't ever be feeling a shocking/electrical sensation and discomfort from the therapy. The patient stated that it would hurt for a while but then they were "able to get over it." Patient services asked thepatient when the "zapping" had started. The patient stated the zapping had been more recently like in the last couple weeks and stated that it appeared to have started after the fall happened. Patient services asked the patient if the implant site felt sore from the fall and the patient went to touch it and they exclaimed "ouch. Ow. Ouch. Owwww" on the call because they stated they'd touched the implant and "moved up underneath part of it" and "it sent a shock through..." And "it wasn't very comfortable". Patient services asked the patient if they were ok and the patient said "yeah. No pain, no gain." Patient services redirected the patient to follow up with their managing health care provider (hcp) to check the implanted system. The patient was going to call their hcp upon hanging up with patient services. The patient reported additional relevant medical information that they were having "other health issues and that shortly after they were implanted, they were diagnosed in april with the rare disease of stiff person syndrome. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.